Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm at 10:38pm. The customer's blood glucose level had not been impacted. As the pump history indicated that the customer last had interacted with the pump at 6:38 am, tandem customer technical support (cts) found that the pump was operating as expected. Cts reviewed the auto-off setting with the customer and advised to consult with a healthcare provider prior to modifying the auto-off setting.